Event description:
The patient had cardiac surgery in 2002. The patient subsequently developed mediastinitis for an unknown reason. Upon review from the recent FDA warnings related to shelhigh pericardial patches, it was found that the patient received a shelhigh pericardial path during his surgery.